Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states cracked seat running a long ways by ridge underneath on the left hand side...weight limit not exceeded. MDR filed.